Event description:
It was reported an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. Tandem technical support instructed the caller to perform several corrective actions, including disconnecting the tubing, tightening connections, and delivering boluses, which eventually resolved the alarm. Ultimately, the customer was advised to replace necessary supplies and resume insulin.